Event description:
It was reported that prior to use with bd vacutainer® k2 edta (k2e) plus blood collection tubes foreign matter was found in tube. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about foreign matter in tube.

Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for fm with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer® k2 edta (k2e) plus blood collection tubes forign matter was found in tube. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported about foreign matter in tube.